Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported, unknown side "rupture of a tissue expander. The patient had minor trauma (was bumped by granddaughter)". The device has been explanted and discarded.

Event description:
Physician reported unknown side "rupture of a tissue expander, the patient had minor trauma (was bumped by granddaughter)." The device has been explanted and discarded.

Manufacturer narrative:
Reason for reoperation: rupture of a saline tissue expander (deflation).